Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the latch tabs were broken off the power cord door and also found that the system fan was intermittently noisy, that it was missing hinge covers, the keyboard latch was broken, there was a damaged foot pad on its lower case and that the programmer was out of specification on several functional tests and therefore the link electronic module (lem) board was replaced and calibrated. All defective parts were replaced and the software was reloaded. (B)(4).

Event description:
It was reported that the programmer's power cord compartment was broken and that the fan may have been noisy. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.